Event description:
During a coronary drug eluting stenting treatment procedure, the stent would not exit the guide. The pt came to the ER with an acute myocardial infarction. The two lesions being treated were located in the 1st branch of the posterior descending artery (pda) and the other lesion was in the right coronary artery (rca). They double wired the arteries. Both lesions were pre dilated with a 3.0 x 15 mm balloon. A taxus express2 3.0 x 8 mm drug eltuing stent was advanced into the rca but it would not exit the guide. It seemed that it was getting stuck or tangled up with the wire. They removed one wire but still was getting stuck or tangles up with the wire. They removed this taxus stent and inserted another taxus express2 3.0x8 mm stent and it advanced from the guide without issue to complete the procedure. No pt complications were reported.